Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete. The device was returned to philips investigation laboratory (pil) for evaluation. Pil visually inspected the bipap a40 and did observe something in the blower housing through the air inlet. The event log was reviewed, and it was noted that the ventilator inoperative alarm occurred with an equal number of errors related to pressure regulation. It was observed that the disk and the flow straightener were both clogged with a white powder that appears to have originated from an external source. The device was not repaired. The unit has been scrapped and disposed of accordingly.